Event description:
Caller states after using the softclix lancets he has developed several infections on his fingers. Caller reports requiring treatment with triple antibiotic cream, and states one of his fingers was lanced at the physician#s office. Replacement was sent.

Manufacturer narrative:
Customer could not be contacted to obtain information.